Event description:
It was reported that after completing the fill tubing step and reaching 108 units with no drops observed, the user noticed insulin leakage from the pump area and could not localize the source; supplies were not reused, the tubing-to-adapter connection was tightened, the cartridge was placed in the pump before the adapter, and the user had been self-filling cartridges, typically nearly full. No clinical symptoms reported during the event. Outcomes included resumption of insulin delivery after a guided full supply change with no hospitalization or medical intervention required. Customer care provided support that included remote troubleshooting and education. Investigation of this case revealed a suspected connection or cartridge handling issue consistent with leakage during setup, with no device alert and no confirmed hardware malfunction; device components implicated included the cartridge, adapter, and infusion set. It was concluded, based on previously established findings for similar reports, that user handling during cartridge fill and setup was the most probable cause.